Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample aspiration pump seals. The customer ran quality controls. The cause of the discordant lactate dehydrogenase results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant lactate dehydrogenase results were obtained when auto-diluted on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated with an auto-dilution, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant lactate dehydrogenase results.